Event description:
A report was received that the patient's ipg was no longer working. The physician believed that the patient's numerous non-device related surgeries could have damaged the ipg¿s ability to take a charge due to electrocautery. The patient underwent an explant procedure during which a piece of one lead was fractured and was left inside the patient's body. It was also reported that the physician did not have any plan of removing the fractured lead left in the body. No device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.